Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 24 mmol/l. Customer did not experienced any symptoms and not treated for high blood glucose event. Customer states the insulin pump has cosmetic damage. Customer states cracked to the belt clip railings. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked keypad overlay at select button and left belt clip rail broken. (B)(4).